Event description:
The customer reported that error e21 occurred on the subject device and the user did not notice any fluid coming out of the connectors. An olympus field service engineer evaluated the device onsite and replaced gray scope connectors in the basin since the connecting tube could not be connected. This report is being submitted for the malfunction found during evaluation (connecting tube could not be connected). There was no patient involvement.

Manufacturer narrative:
An olympus field service engineer evaluated the device onsite and replaced gray scope connectors in the basin since the connecting tube could not be connected. The reported issue (error e21) was also confirmed. The channel pump and channel valve were replaced. A review of the device history record found no deviations that could have caused or contributed to the connecting tube not being connected. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the connecting tube was unable to be connected because the connector became loose and came apart. As for the cause of the loose connector, it is presumed that the user applied stress to the connector in the loosening direction, and the stress was accumulated. Hitting the connector with something hard and aged deterioration were also presumed to be the cause. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following, which may help to prevent the issue: "inspecting the connectors: check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents¿. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.